Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated beta human chorionic gonadotropin (bhcg) result obtained on a patient sample on a dimension vista® 1500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same instrument and an alternate dimension vista® system and lower results were obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated bhcg result.

Manufacturer narrative:
Additional information (05-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer. Quality control was in range and no issues were noted with other patient samples indicating that the dimension vista® 1500 instrument and bhcg assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00338 was filed 20-dec-2022. The initial MDR was filed with an incorrect establishment number of 2517505-2022-00338. The correct establishment number is 2517506. This supplemental filing is being submitted under the number, 2517505-2022-00338 supplement 1 to enable the supplement to be accepted by the electronic submission gateway (esg) system.